Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; although specific value was not provided. Customer addressed bg by consuming water and exercising. Reportedly the customer continued to use pump for insulin therapy.